Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that he was in the hospital because he did not have an infusion set and ran out of insulin. The customer's blood glucose level was 680 mg/dl. The customer was sent supplies. Nothing was replaced or returned.